Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6).

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement mvs interface kit shipped to site. Medtronic investigation of returned suspect mvs interface cable assy confirmed failure, failed bench testing. Continuity test passed and the 100t test passed. The gbit test failed, showed opens between lines 1,2 and lines 7,8. Both gbit an 100t testing were performed using a cable validator-nt900. Electrical failure. On 03/15/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. System is not fully booting up. Pendant remains in standalone mode. Oarm application can be accessed from mvs but connectivity is not established. Replaced mvs interface cable. Issue resolved. System performed as intended.

Event description:
A medtronic representative received a report from a site that, while in a l4-s1 spine procedure, their navigation system went into standalone mode. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the imaging system and completed the procedure with the use of a c-arm. Delay in therapy was 15 minutes. There was no patient present when this issue was identified.